Event description:
Complaint alleged that when the brake was applied, the left head brake caster would swivel. No injury reported.

Manufacturer narrative:
Technician found that when the brake was applied, the left head brake would swivel and had a flat spot on it. Replaced the brake caster to resolve this issue. Unit located on a loading dock.